Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the cause for the aortic dissection was due to patient factors (aortic wall very frail, severely calcified native aortic valve/leaflets). There was no allegation or indication a device malfunction contributed to this adverse event.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our italian affiliate during a sapien 3 procedure, after a balloon aortic valvuloplasty (bav) with 20mm balloon was performed an aortic dissection was noted. The dissection was located above the non-coronary sinus and extended to the abdominal aorta. The delivery system and the valve were removed prior to valve deployment and the procedure was converted to surgery.  An edwards 23mm surgical valve was successfully implanted. After closure a dissection of the left coronary artery occurred causing an occlusion and the patient was treated with angioplasty. Subsequently the left heart didn't recover, and the patient expired. Per report, during the procedure, the guidewire or the bav catheter may have caused the dissection because the aortic wall was very frail. The patient¿s native annulus measured 27mm x 22mm with an area of 600cm2. The native aortic valve was severely (bulky) calcified, the native leaflet was severely (bulky) calcified and the aortic root was mildly calcified.  The sinotubular junction (stj) diameter was 30mm with no calcification and the sinus of valsalva (sov) diameter was 34mm. The coaxial alignment of the valve and delivery system was described as poor.